Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: device (B)(4) analysis confirmed the reported battery depletion and determined a high current condition existed in the hybrid circuit. After disconnection of the battery, the high current disappeared and root cause of the high current could not be determined. The device was pacing at 80 ppm because the lower rate limit at day was set to 80, the lower rate limit at night was set to 60ppm. The manufacturing site has been corrected on the report.